Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/10/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: "breakage suture. It was reported that the suture was broken during sewing vessel in the on-pump coronary artery bypass grafting, event date is july 28th. Total 19 products occurred suture breakage issue. Involved product: 3 packages (w2777/105h0e), 7 packages (w2777/103e9z), 3 packages (w2777/102us0),1 package (w2777/sebbzc),5 packages (w2777/scbbah), the actual samples were discard, only 5 representative packages of (w2777/105h0e) will be returned. Were there patient consequences? If yes, please explain. No. Lot number scbba was not recognized. Please provide the correct lot number for product w2777. The correct lot number is scbbah. It was reported that the event date is july 28, 2025, and the alert date is august 12, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital in (B)(6) 2025. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2025 and suture was used. The doctor used suture to anastomose blood vessels during the surgery. A total of 29 packs of this suture were used throughout the entire process, but 19 packs broke during the suturing process. The broken sutures have not been used again, and new sutures have been replaced. There were no patient consequences. Additional information was requested.